Event description:
A patient was escorted into the MRI room with a walking cane. The cane was then put to lean against the scanner and became stuck due to magnetic pull. The tech was able to remove the cane without quenching/shutting down the machine. FDA safety report ID # (B)(4).